Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2367 (resume error, critical error found). The patient was not connected at the time of the alarm. This occurred during drain five of five of peritoneal dialysis therapy. The patient disconnected from the set during the last drain. The patient was to complete therapy using manual supplies. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.